Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. (B)(6). Expiration date - ni. Manufacturing date - ni. This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2016-04435 & 04437).

Event description:
It was reported that a patient enrolled in a clinical study underwent a hip repositioning procedure two days post-implantation due to dislocation and subluxation.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Medical products - echo bi-metric femoral stem catalog#: 192114 lot#: 228490, g7 acetabular cup catalog#: 010000666 lot#: 3807445, g7 acetabular liner catalog#: 010000734 lot#: 3706565. The reported event occurred in (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined, as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will contribute to monitor for trends.